Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 31-mar-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (1 mg/ml at 0.006 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient was experiencing an increase in pain. The hcp was unable to aspirate the catheter through the side port. It was determined that the catheter was "frayed" near the anchor so the spinal segment was cut and explanted and a new spinal segment was connected to the original pump segment. A side port aspiration was performed to confirm patency. There were no environmental, external or patient factors which may have led or contributed to the issue. The catheter was going to be returned for analysis. The patient's weight was unknown. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable intrathecal catheter (B)(4) found a break in the catheter body. If information is provided in the future, a supplemental report will be issued.